Event description:
Cautery tip caused burn on pt during mammoplasty plastics case. Burn occurred on incisional line and was able to be removed during surgery. Dates of use: one day in 2007. Diagnosis or reason for use - surgical case.